Manufacturer narrative:
Blood was observed in the distal tip of the soft cannula. No bends, kinks or damages were observed on the soft cannula and the blood in the distal tip did not prevent fluid from exiting the soft cannula. The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined. The cause of the reported adhesive pad failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 4 and 24 hours. The detailed blood glucose levels are as follows: (B)(6). When removed from the infusion site (leg), the pod's cannula was found bent and loose. As treatment, a new pod was applied.